Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reported via medwatch # mw5064047. After an ultrasound guided placement of a greenfield inferior vena cava filter, numerous x-rays failed to locate the filter that was to have deployed. The passage did not have a filter in the device. No harm to the patient, but it did require the surgeon to re-operate to assure proper placement of the device.